Event description:
Healthcare provider (hcp) reported patient (pt) was feeling tired and had difficulty standing up on 10/4. On 10/6, hemodialysis treatment was performed on the sps 550 device, at the end of the treatment pt continued to feel tired. On 10/8 pt presented to clinic extremely depressed, pt was hospitalized with low. Hemogoblin and hematocrit. Pt was transfused and expired on oct 9, 1999. No further info regarding the death is available at this time.